Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. A "placement signal not reliable alarm" occurred shortly after pump placement. The patient was in poor condition, so the pump was not removed. The pump positioning was checked via echocardiography. The patient expired after 80 hours of support, most likely due to a subdural hematoma. Upon review of data logs, it is apparent that the console is the potential cause of the issue. A localized defect of the charge-coupled device was found. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported a patient implanted with an impella cp device for mechanical circulatory support. During impella support, an error mode occurred shortly after placement in the pump. The device exhibited an optical sensor error. The patient was in poor condition. The pump was not replaced due to the patient¿s condition. The patient ultimately expired during support due to a subdural hematoma.